Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) had the customer log back into the cubex application, after which the item was successfully issued. The customer was advised to log off and log back into the cubex application in the future if they encounter a similar issue. The system functioned as intended after the technical support specialist investigated the issue of the device.